Event description:
It was reported the device triggered elective replacement indicator (eri) and upon interrogation of the device there was no battery voltage information displayed. It was also reported that the sensitivity programmed value was displayed as question marks. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.